Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during use in its default configuration, the IV infusion pump with IV bag exhibited inaccurate fluid measurement. The pump continued infusion and delivered air into the patient line. The low reservoir volume and air detection settings of the infusion pump were reviewed. There was no reported patient involvement.

Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations.